Event description:
During a total hip replacement procedure, surgeon was using the flexible shaft without a guide rod and the 8.5mm reamer head became detached. Surgeon was unable to retrieve the reamer head and left it in the pt. Surgeon was performing a hemi arthroplasty and a guide rod was not used.